Event description:
It was reported that the arterial lumen developed a hole. Catheter implanted for 1 yr 10 months with no prior reported incidents. Pt suffered no ill effects from event.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.